Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, cerebrovascular disease) may have contributed to the reported stroke 4 days post valve implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in switzerland, 4 days post deployment of a 20mm sapien 3 ultra valve, a stroke occurred. The sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. On postoperative day (pod) 4, the patient complained of difficulties with vision, especially with the perception of colors as well as loss of field of vision on the right side. A CT-angiograph was performed. Evidence of a stroke was observed. On suspicion of an embolic event after the tavi implantation the patient was placed on a low-dose therapeutic anticoagulation with unfractured heparin and placed in the intermediate care unit. After a head MRI eliminated acute cerebral ischemia the patient received an ophthalmic evaluation due to probable stenosis of an arterial branch inferior of ischemic retina in the right eye. In consultation with neurology, the treatment was changed from aspirin to clopidogrel. A doppler sonography of the carotid arteries was negative. Based on the diagnostic findings and the timing, the physicians are concluding that the stenosis in the arterial branch is to be considered a peri-interventional complication of the tavi implantation. The patient's symptoms improved during the course of the hospitalization. On pod9, the patient was discharged. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.